Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the rubber end stayed in the tube of one device when the tech pulled tube out and the blood spilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: g.5: PMA / 510(k)# k954592. Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and the closure was correctly assembled and placed on the tubes, with no cocked stoppers identified. Furthermore, functional tests were performed on 10 retained samples, and all samples were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the rubber end stayed in the tube of one device when the tech pulled tube out and the blood spilled. There was no health impact or consequences reported.